Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging inaccurate high comparisons performed on her onetouch ultra2 meter compared to both her feelings/normal results and to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call. The patient claimed that the meter started reading inaccurately at the beginning of (B)(6) 2016; although no results were provided for this time. She reported that on the morning of (B)(6) 2016, she obtained alleged inaccurately high blood glucose results of "250, 300 and 350 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of medications including "u 500 toujeo". She reported that after obtaining the alleged inaccurate results, she administered an increased dose of insulin medication. She denied developing any symptoms as a result of the alleged issue but indicated that she knew she "was low" and "the meter reading was high" so she contacted the emergency medical services (ems). She reported that the paramedics obtained a blood glucose result of "40 mg/dl" on the ems meter. The patient compared this result to the "250 mg/dl" obtained earlier on the subject meter. However, the time difference of greater than 30 minutes between these results, makes the comparison invalid for the purposes of determining an inaccuracy. The patient also claimed that prior to her going to hospital, the paramedics administered "d50" dextrose solution, also on the morning of (B)(6) 2016. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure and she had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurately high results with the subject meter, administered medication based on the results and reportedly developed a sign suggestive of severe hypoglycemia which required hcp intervention, after the alleged meter issue began.